Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 17-mar-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the pocket was working intermittently, but the screen showed failed to release even after rebooting. The field service engineer (fse) found that the drawer with the pocket entered required maintenance when the customer tried to recover it. The fse replaced the cubie tray and slide bumpers on the drawer. The customer tested it and confirmed there were no issues. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary drawer 3.2 pocket c5 was failed to release. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.